Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Diagnostic laparoscopy - "perforating aorta during first entry. During introduction of the ctf73 the surgeon perforated the aorta. Injury had to be stented by cardiovascular surgery. There was no instrument error or trocar error during the case." *type of intervention- "perforating aorta and a stent had to be placed." Patient status - "survived."

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. The device history record was not able to be reviewed as the lot number was not provided by the customer. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. The complete UDI number for this device is currently unknown, as the customer did not provide a lot number. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.